Event description:
The core impaction drill overheated during a procedure, which was completed with the same device without delay, and no serious injury was reported.

Manufacturer narrative:
Corrosion damage was noted to the mechanical components of the device.